Manufacturer narrative:
Product ID 3093-28 lot# v858764, implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient's lead had been cut during a back surgery. The physician was reportedly unable to retrieve the electrode portion of the lead, so that part remained in the patient¿s body. An x-ray had determined that the lead had been cut. It was noted that both the lead and the implantable neurostimulator (ins) were replaced. The ins was replaced due to high impedances that were greater than 4000 ohms.